Event description:
Procedure type: laparoscopic colon. According to the reporter: when the stapler was fired, the tissue seemed very thick, possibly due to diabetes and the anvil would not fully approximate to the stapler cartridge. As a result, the physician said the staple line did not fully form. The surgeon completed the case with an eea25 device and was content with the results even though the tissue was still very thick. He then over sewed the staple line. Medical history: the patient has diabetes.

Manufacturer narrative:
(B)(4).